Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation underneath the front therapy electrode that rubbed the skin raw which caused a burn-like sensation. Per review of the download flags, patient did not receive a treatment. Patient reported the garments were rubbing against the skin. The patient was remeasured and issued replacement garments. Follow-up attempts were unsuccessful, and the outcome of the irritation is unknown.